Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It had a broken and leaking reservoir tank cover and liquid crystal leakage in the lcd. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests using procedure sr-hl-390. The lcd was half blacked out and the tank cover was broken causing leaking and confirming the customer complaint. The root cause was most likely an impact or dropping the device that caused this type of damage. As a result, the pcb and the tank cover were replaced, and preventative maintenance was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking and not able to read temp. There was no patient involvement and no patient harm/adverse event reported.